Event description:
A malfunction code was reported by the customer. There was no reported adverse impact on the customer's blood glucose. Technical support provided information for a pump reset and assisted the customer in resetting the pump. The malfunction code did not recur after the reset, and the customer was instructed to continue using the pump while being advised to contact technical support again if the issue reappeared.